Manufacturer narrative:
Investigation summary bd did not receive any samples or photos for investigation. Additionally, no retained samples could be inspected since no lot number was provided. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, an unspecified number of samples exhibited clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, an unspecified number of samples exhibited clotting. No adverse impact was reported regarding the patient or user.